Event description:
The pump was running at 42 ml/hr for a volume of 504ml and 547 ml in the bag. At 3:00 am, there was a downsteam occlusion and 234ml was delivered. The occlusion was cleared and the pump restarted. At 9:24, the nurse arrived to attach a new bag, the pump was running and went into keep vein open. When the nurse removed the bag there was 298ml remaining in the bag. The nurse checked the tubing and it looked fine. No pt injury resulted.